Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. After pre-dilatation was performed, a 2.25 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the device was still unable to cross the lesion and the tip of the stent was found to be flattened. The procedure was discontinued without stent placement. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 20mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage to the proximal half of the stent. Strut row 1-2 from the proximal end of the stent were lifted and pulled distally. The outer diameter of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. After pre-dilatation was performed, a 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the device was still unable to cross the lesion and the tip of the stent was found to be flattened. The procedure was discontinued without stent placement. No patient complications were reported and the patient's status was stable.